Event description:
It was reported that the patient presented to the physician after hearing alert tones. The right ventricular (rv) lead had non-sustained ventricular tachycardia (nsvt) episodes, noise, and short v-v intervals. During the revision procedure, the physician also noted insulation damage on the right atrial (ra) lead. The physician suspected damage to both the rv and ra leads due to their position in the pocket. The leads were partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the ra lead was fully explanted.